Event description:
Related to MFR report # 2183959-2011-00475. It was reported that, "on or about (B)(6) 2007," the pt was implanted with an ams apogee system "with the intention of treating" the pt for "stress urinary incontinence and pelvic organ prolapse." "After, and as a result of the implantation of the medical devices," the pt allegedly, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries," including "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.